Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not reproduce the reported problem. He did not replace any components. The unit passed extended self testing.